Event description:
In 2003, the patient reportedly was seen by their doctor with a suspected left sided ear infection. Antibiotics were prescribed (prescription name not given). The patient was seen at the implant center and was admitted to the hospital. A lumbar puncture was performed. The patient was placed on IV antibiotics. The patient is responding well.